Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Root cause was unable to be determined. Concomitant medical product(s): 130 deg locking cannulated adolescent blade, 60mm x 0mm x 4-hole, item number: 00-1200-7003, lot number: 1 64395-b.

Event description:
It has been reported that following a femoral osteotomy, a post-operative x-ray showed a fractured screw. No adverse events have been reported as a result of the malfunction.